Event description:
(B)(6) study serious adverse event (sae): as part of study "a digital surgical workflow and digital device briefing tool to reduce morbidity and mortality after primary stapled colorectal anastomosis" the following event was reported: sae causality assessment, surgical procedure performed: anterior rectal resection sae event term anastomotic leakage grade 3. Description of the event: 5. Pod; abdominal pain, cat scan, pneumo-perssstonen? Antibiotic therapy, rectoscopy in the operating theatre endorectal vacuum associated therapy. Is there a reasonable possibility of relatedness to performed surgical procedure: yes relatedness to surgical equipment used: no relatedness to study test product: spi digital surgical workflow software/hardware: no relation to study test product: device briefing tool (ddbt checklist): no sae seriousness criteria in- patient hospitalization or prolongation of existing hospitalization: patient was hospitalized on: (B)(6) 2025. Sae intensity moderate sae start date (B)(6) 2025 sae end date: ongoing. Action taken medical procedure / therapy (drug/transfusion) surgical therapy/procedure re-operation. Patient outcome recovering.

Manufacturer narrative:
(B)(4) date sent 10/15/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe the circular stapler was a potential cause of the anastomotic leakage? If yes, why? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2025. Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: does the surgeon believe the circular stapler was a potential cause of the anastomotic leakage? If yes, why? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This case concerns a rectal adenocarcinoma without neoadjuvant radiotherapy or systemic therapy. The carcinoma was partially removed during an external colonoscopy; we had to perform the rectal resection afterward due to the r1 status and the g3 grading. The operating team (leading senior physician and senior physician¿both with ample experience using the stapling device) reported no problems with the stapler after a further discussion and review of the operative report. The stapler was used in accordance with the checklist and care was taken to avoid potential pitfalls. The two donuts were complete and of sufficient quality. The intraoperative air sample showed no pathological findings, and the side-to-end anastomosis observed in the rectoscopy was also satisfactory. The operating team does not suspect a malfunction of the stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.